Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is filed on (B)(6) 2017.

Event description:
Per the clinic, the patient's device was electively explanted on (B)(6) 2017 due to poor performance and pain with device use.